Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 550 mg/dl (30.6 mmol/l) between 5 and 24 hours of wearing the pod. The patient¿s parents suspect that the issue with high bg occurred due to the patient playing with their applied pod and the parents were unsure if the cannula was inserted in the pod site on their abdomen. The patient was taken to the hospital, marienhaus klinikum sankt elisabeth, on (B)(6) 2026, where the doctor diagnosed them with high bg levels and a "sour" blood sugar. The patient was experiencing dizziness, drowsiness, and seemed absent, where you really could not talk to the patient, but they were still conscious. The patient was treated with water and an insulin infusion through a catheter. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.